Event description:
It was reported that cgm displayed error and did not function as expected. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance from technical staff, and pump no longer displayed cgm error after reset.